Event description:
When withdrawing blood from quad lumen central line distal port, air bubbles noted coming into the syringe. Central line removed and found air leak at the hub. The distal port had been hooked up to a pressure bag for central venous pressure (cvp) monitoring previously.